Manufacturer narrative:
Concomitant products: product ID 7496-51, serial # (B)(4), implanted: (B)(6) 1997, product type extension; product ID 3586, serial # (B)(4), implanted: (B)(6) 1997, product type lead; product ID 7434-e, serial # (B)(4), implanted: (B)(6) 2001, product type programmer, patient. (B)(4).

Event description:
It was reported that when the device was on, the patient would statically shock people. It was noted that when the patient put their key in the door they saw a spark. It was noted that this started (B)(6) 2014. It was further reported that the patient had had a lot off falls due to the implantable neurostimulator (ins) delivering intermittent stimulation and zapping them. It was further reported that an impedance check was unremarkable. There was no specific cause determined. It was possible that the device was nearing the end of service since it was implanted in 2008. There were no interventions planned. The patient was receiving effective therapy.